Manufacturer narrative:
The device was returned to olympus for evaluation. Prior to the evaluation, the device was sent to an independent lab for microbial culturing. Both the distal end and the all channel end tested positive for one (1) colony forming unit (cfu) for coagulase-negative staphylococci. The obtained results are in conformance with the requirements. The physical evaluation of the device is currently in process. The cleaning, disinfection, and sterilization (cds) was performed by the customer. Pre-cleaning was not completed. Manual cleaning involved brushing the instrument/suction channels, suction cylinder, instrument channel port, and distal end. A dry scrub brush (nova clean vytil) was used with detergent (aniosyme x3) for manual cleaning. The scope was manually disinfected using aniosyme. An olympus automatic endoscope reprocessor was used with endodet as the detergent and endodis as the disinfectant. The aer was tested as well, however, the results were not provided. The scope was stored horizontally. Olympus was used for repair and maintenance. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported that the evis exera iii duodenovideoscope tested positive for microbial contamination. The issue was found during regular examination in the hospital. The user did not report any contamination or any other serious deterioration in state of health of any person, to which this medical device could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The following deviation was confirmed by review of reprocessing steps provided from the user: all of precleaning process were not performed. The device was evaluated where no abnormalities were found that could have led to the positive culture. Defects were noted where: light guide cover lens (1x): cracked. Distal end: annual maintenance. Bending section rubber glue: separated. Connecting tube: scratch. Scope cover: scratched. Up down/right left knob: angulation: less or specified value; however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.